Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device is unavailable for return.

Event description:
Patient reported sensing insulin around the self-adhesive of the infusion set of the infusion device. Patient stated the adhesive was bonded well. Patient discarded the alleged infusion set. Patient reported there was no incident experienced. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Device is not available to be returned.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the head set meets product specifications. Result one used cannula was received for examination. The cannula was visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.